Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Metwatch form received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion found at 7.4-9.4cm from distal tip. Etfe coating was intact at the abrasion site. Internal insulation abrasions found at 8.2-8.8cm and 15.2-16.8cm from distal tip. One of the rv conductors was melted and broken at location between 15.2-16.8 cm. External insulation abrasion found at 45.8-46.6cm from distal tip, due to lead friction to the ICD. Multiple internal insulation abrasions found under svc shock coil between 16.9-18.8cm, 22.4-22.7cm, and 24-24.4cm. Etfe damaged at 16.9-17cm and svc shock coil was melted at this site. Normal etfe coating at all other abrasion sites under the svc shock coil.

Event description:
New information stated that cronic lead was explanted due to infection and erosion. Externalized conductors were noted upon extraction and was not visualized before the procedure on fluoroscopy. This may have occured due to explant.

Event description:
It was reported that low impedance was observed. ICD analysis revealed high voltage output circuit damage consistent with a damaged lead. The lead was capped.